Manufacturer narrative:
Per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with an ngen generator. The patient experienced second degree burn which required prolonged hospitalization. The report indicated that after an ablation for afib, the patient was noted to have a partial thickness burn appearing as if it was into the dermis, but not subcutaneous on the left flank of the lower back from where the grounding pad was for the procedure. The burn was treated with hydrogel, wound gel dressing, and gauze dressing with foam border. The patient was admitted overnight following the procedure for wound consultation and wound care to be administered. The patient was discharged the following morning with follow-up orders to receive outpatient wound care treatment (weekly). There was no difficulty during procedure. The surgical field was dry, the generator settings were 50w 60*c limits, and no alarms were activated. The burn was noticed after procedure due to patient intubation and unable to respond when burn took place.